Manufacturer narrative:
This report is filed on november 23, 2018.

Event description:
It was reported that the patient's physician accidentally pulled out the electrode array during a routine visit for treatment of otitis media. Subsequently a decision was made to explant the device, the device was explanted on (B)(6) 2018 re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that the patient experienced extrusion of the elctrode array into ear canal. This report is filed on december 10, 2018. (B)(4).